Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify what was meant by ¿reload stuck¿? Was there any issue installing the reload cartridge into the jaw of the device? Unknown was there any issue removing the reload cartridge from the jaw of the device? Unknown. Did the device lock out and not fire (no staples deployed or cut line started)? No staples deployed. If no, did the device deliver any staples or a cut line? No. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Followed troubleshooting steps. If yes, did the jaws eventually open? Unknown.

Event description:
It was reported that during an unknown procedure, the reload was stuck. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n54t0t. Investigation summary: the ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.